Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon did not stay inflated. The target lesion was located in the superficial femoral artery. An offroad re-entry catheter system was selected for use. During procedure, the physician tracked the offroad over a non-bsc wire. A lancet was placed through the catheter and an attempt to blow the balloon up to two atmospheres was made; however, the physician could never get the balloon to stay inflated. The device was removed from the patient. The procedure was completed with a 5.0x40 mustang balloon. No patient complications were reported and the patient's status is fine.